Event description:
It was reported that a patient underwent an urological procedure on (B)(6) 2025 and mesh was used. The surgeon encountered unusual difficulty when inserting the product and after several attempts took it out and saw that the white plastic covering the metal mandarin was bent. The product was replaced with another and the analysis continued as usual. The procedure was delayed by 15 minutes but completed successfully with no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: what is the lot number? Unkown. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.